Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the equipment displayed a system message and locked prior to a cataract surgery. The procedure was performed using a manual technique (ecce) extracapsular cataract extraction. There was no pt harm.